Event description:
Customer called lfs in 2002 alleging that their meter would not start the test process. Customer reported "passing out, feeling shaky, clammy, non-responsive, starring off into space, and tongue hanging out of their mouth". Customer was unable to obtain a blood glucose result and calling for medical attention. Customer tried re-testing, however the meter would still not start the test process. Customer reported obtaining a "65 mg/dl" on a health care professional meter within 5 minutes. No medical treatment was reported. Ccr replaced their meter and control solution due to an unresolved issue.